Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Csr received a call regarding a 9630-4. He states that the seat is cracked.